Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings were noticed to be missing on the bd syringe luer-lok¿ tip before use. As reported by the customer, "a number of the syringes in this batch are missing any printed volume measurements on the syringe."

Manufacturer narrative:
Investigation summary: one photo was received and evaluated. The photo depicted three packaged 1ml ll syringes. The barrels on all 3 syringes appeared to be completely blank, missing all printed scale markings and logo. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 8184712 is considered in compliance with our product specification requirements.

Event description:
It was reported that the scale markings were noticed to be missing on the bd syringe luer-lok¿ tip before use. As reported by the customer, "a number of the syringes in this batch are missing any printed volume measurements on the syringe."